Event description:
A surgeon has reported that a memory lens u940a iol implanted in a pt's eye in 2000 has since opacified and was explanted in 2004. The pt's family member reported that an additional surgery was performed because blood was found in their eye. They have experienced a severe infection and is under treatment. Infection is improving, but they still does not see. Family member stated that an additional surgery is scheduled or 9 days later to implant a donor cornea, remove plug of scar tissue and remove fluid from back of eye. Prognosis for visual outcome is uncertain. Request has been made for additional info, however no further info is available at this time.